Manufacturer narrative:
It was reported that the patient had laxity and required a replacement insert of a different thickness. Revision surgery occurred to correct the issue. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had laxity and required a replacement insert of a different thickness. Revision surgery occurred to correct the issue.

Manufacturer narrative:
It was reported that the patient complained of complications with their knee. The surgeon has planned a revision surgery to scope the patient and potentially exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient complained of complications with their knee. The surgeon has planned a revision surgery to scope the patient and potentially exchange the poly inserts.